Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with single lumen PICC. The customer reported the PICC leaked. The PICC was placed on (B)(6) 2010 in the groin of the patient, and was in place for a duration of nineteen days prior to the leak. The leak was noticed on the catheter itself, distal to the hub. The PICC was pulled and replaced. Patient reported as stable.

Manufacturer narrative:
Submit date (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded.